Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported the patient was receiving morphine (2.5 mg/ml at 1.2013 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported the pump was angles real bad and was rolling gradually. It was noted the issue was occurring because there was no bone mass there to hold the pump. Every once and a while the doctor had to stick the patient several times when refilling the pump. No symptoms were noted. The patient's next refill will be (B)(6) 2019.